Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address tibial loosening at the bone to cement interface. Unknown cement manufacturer. It was also reported that tibial component collapsed into slight varus. Surgeon removed tibia, recut proximal tibia, and implanted a stemmable attune revision tibia component. The cement had not debonded from the implant. Doi: (B)(6) 2014. Dor: (B)(6) 2018, left knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot DHR reviewed 07 jul 20 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. (B)(4) units released. H10 additional narrative: added: h6 (patient). No code available (3191) to capture insufficient information.